Event description:
Information was received from a patient (pt) via manufacturer representative who was implanted with an implantable neurostimulator ( ins) for unknown indications for use. It was reported that pt reported seeing a message day before yesterday that the battery was low when they are recharging their neurostimulator battery (ins). Pt was saying they were seeing the controller low [70] information screen. Pt stated incident occurred with the recharger (rtm) plugged into controller (ptm). Pt mentioned speaking with their rep yesterday morning regarding the issue and was instructed to contact patient services (pss). Pt confirmed during troubleshooting, rtm antenna gets hot when recharging ins adding it sometimes feels like it's burning them; pt denied that they have received any injuries from antenna getting hot. The issue was not resolved. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt called in to say they received a recharger (rtm) replacement when they were expecting a li battery replacement. Pt hadn't tried the replacement rtm yet because they were frustrated. When pt was trying the rtm, they said they thought the controller was the problem because when they slipped and fell back in january, the white on/off button had gotten pressed in and stayed pressed in. Pt said it hadn't worked the same since then. Pt tried recharging with the replacement rtm and got stuck on checking recharging quality screen. Patient services (pss) walked pt through removing the battery pack and re-insert the battery and pt was able to start recharging the ins. Pt mentioned that they had turned down their stimulation and was in a bit of pain. Pt said they had already taken the battery out about 20 times and hadn't been able to charge until today.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.